Event description:
Customer reported a bad iris pot error after boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator. System operates as intended.